Event description:
It was reported that during the surgery, the drill bit being used broke off into the patients mandible. The broken bit was not retrievable and remains in the patient.

Manufacturer narrative:
The reported event that a drill broke could not be confirmed because the drill was not available for investigation. Because the drill respectively the fragment was not returned a metallurgical examination of the fractured drill cannot be performed and it is also not possible to determine the precise root cause. Considering the description of the reported event that the angle of the drilling was not optimal it points to the fact that a user related issue has occurred. H3 other text : not available.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during the surgery, the drill bit being used broke off into the patients mandible. The broken bit was not retrievable and remains in the patient.